Manufacturer narrative:
The affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. There are 2 similar complaints against the same lot number 52091050. (All registered as involved component). The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with as vega ps tibial plateau cemented t4+. According to the complaint description, it was reported on (B)(6) 2018, that as a result of having the product implanted, the patient has experienced pain and instability in the knee. Patient claimed to have been able to hear rattling sounds originating from inside the knee. X-rays showed loosening of the implant. Intraoperative findings during replacement surgery were loosening of the tibial keel and femoral component. Surgical cement continued to adhere to the bone but had not adhered to the implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2015, and the revision surgery occurred on (B)(6) 2018. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch report: 9610612-2020-00660 (nx058z 51924949). 9610612-2020-00661 (nx034z 52027658). Involved components: nn484 (columbus pri/rev pe patella 3-pegs p4). Nx140 (ps pe insert t4/t4+, 10mm). Nn264z (tibial obturator d14mm, l7mm).